Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated that the home patient (hp) reported a loose pull ring cap and the pull ring cap of the patient connector (the transfer set) came off when the customer opened the pouch. There was no patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A visual inspection was performed with no issues noted. Spike, patient adapter, and blue cap parts were dimensionally inspected an all parts were within specification. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available.